Event description:
The subject lead was implanted on (B)(6) 2008. History of noise sensing was reported, despite reducing the ICD programmed sensitivity (ICD: ovatio vr sn: (B)(4)). Provocative maneuvers / manipulations were unable to reproduce the noise phenomenon. The frequency of noise episodes increased; the sensitivity was reduced further (induction test was performed). Multiple episodes of noise were detected, which prompted the physician to replace the pacing/sensing portion of the subject lead with a bipolar pacing lead (medtronic 5076). Inspection of the ICD header during the intervention did not reveal any irregularity, and appropriate sensing was confirmed at the time. It was reported that the pace/sense lead was positioned away from the subject lead to avoid interaction. On (B)(6) 2012, the pt received inappropriate shocks and was admitted to the hosp. Interrogation of the ICD shows the same type of noise sensing previously seen , prior to the intervention.

Manufacturer narrative:
This event concerns a device that was mfg and used outside the us. Analysis is pending. The associated ICD f/u files analyzed. Conclusion: the analysis of the reported numerous oversensing episodes that occurred prior to (B)(6) 2011 revealed that the pattern of noise suggests a lead issue or a lead/ICD connection issue. Since the subject lead remains implanted, a lead issue could not be excluded as a potential cause of the reported oversensing episodes. The origin of the noise sensing that triggered an inappropriate shock on (B)(6) 2012 remains unk. Lead parameters are within specifications. Considering the absence of noise sensing before the first shock (ineffective) and after the inappropriate shock, the most probable hypothesis are: a pace/sense lead issue (conductor failure or insulation failure) or a connection issue (at the is-1 connector level). An interaction between the pace/sense lead and the defibrillation lead just after the first (ineffective) shock: the heart contraction due to the shock might have provoked an unexpected and transient contact between leads' electrodes, depending on their respective position. (B)(4).